Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm13.2 implantable collamer lens, -12.0/+0.5./x160 diopter, in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2016 due to lens opacity (cortical), noted on (B)(6) 2015. The patient had cataract surgery and an intraocular lens was implanted.

Manufacturer narrative:
Product evaluation found lens returned dry in the lens container, but there is clear surgical residue/debris on product. Lens returned bent was also noted. Visual inspection found no visible damage to lens. No similar complaints were reported for units within the same lot. (B)(4).